Manufacturer narrative:
The device was received for evaluation in an open pouch. Visual inspection with naked eye and magnification noted a hole/tear located at the tack weld of the sample. The tubing was torn apart separating the tubing lines and damage was observed on the tack weld. Functional testing, including clear passage and clamp function testing were performed with no issue noted. Leak testing noted that a leak was observed which was located at the tack weld on the sample. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the tubing of the homechoice cassette which resulted in a leak. This occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.